Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient was unable to maintain sterile technique. The peritonitis was manifested by confusion and constipation. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intravenous vancomycin (dose, duration, and frequency not reported) and intravenous fortaz (dose, duration, and frequency not reported), and for peritonitis. On an unknown date, the patient was treated with intravenous ancef (dose, duration, and frequency not reported) for peritonitis. The same day as the event onset, the patient¿s pd catheter was removed and pd therapy was discontinued. The following day, the patient was switched to hemodialysis permanently. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered; however, the constipation remained. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.